Event description:
The customer reported pain at the insertion site from a sensor that she inserted two weeks earlier. The customer stated that she had a bruise that is growing larger, and the site is very painful. No visible discharge at this time. The customer was advised to seek medical attention right away, and she agreed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.